Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger / slider was blocked and jammed on the battery handpiece device. It was further determined that the magnetic holder was defective, the cannulation failed and the bearings and seal were worn. It was further determined during the pre-repair diagnostics assessment that the device failed for check for leakage, check the cannulation, check proper function of the triggers and for check of free moving. It was noted on the service order that the device had an undetermined malfunction while in use with the lid device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.